Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with the laptop ventilator where it was failing for autocycling and triggering "patient effort" breaths due to a faulty flow valve assembly. Furthermore, there was no patient harm reported associated with the event.